Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had a blank display while he was on vacation. The customer¿s blood glucose level was 180 mg/dl. The customer reported that the battery cap was neither missing nor damaged. The customer was assisted with troubleshooting but the call got disconnected. The insulin pump will not be returned for analysis.